Manufacturer narrative:
Upon investigation following receipt of malfunction information, including review of production records and analysis of information provided by a third party, it was determined that there was a manufacturing deficiency affecting the dimensions of the peripheral screw holes on the subject device. This deficiency creates the potential for improper engagement of the peripheral screws. The devices in question had only been provided to one clinical site during limited market release, and all devices from the affected lots have been returned for disposition.

Event description:
The surgeon used a compression scrwe with the standard veritas baseplate. While completing final torque, the compression screw pushed through the baseplate. The sales representative noted that the week prior there was a baseplate that has a compression screw seat lower than expected.